Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and suture was used. During the procedure, the suture thread pulled out from the needle swage while reattaching the short external rotators to the greater trochanter tendon. The needle got stuck in the tendon. Unable to locate initially but later found it after about 10 minutes search. No harm caused to the patient as we found the needle after 10 minutes. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 1/11/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was done to retrieve the needle piece? For example, another incision? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one unopened sample that pertain to the product code vcp9362h. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.